Manufacturer narrative:
H6: 4581-appropriate clinical signs, symptoms, conditions term/code not available: white mucous. H6: 4581-appropriate clinical signs, symptoms, conditions term/code not available: retching. The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 24 may 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
FDA user facility report mw report (B)(4) received reported, patient had been having white mucous balls in stool and retching overnight. Team decided to remove ndt (nasoduodenal (nd) feeding tube) to replace. Ndt had been in place approximately 2 months. Upon removing tube, end of tube was not intact, looked like the tube disintegrated and about 1cm of tube was missing. Kub (kidney, ureter, and bladder x-ray) was obtained, and part of the weighted tip was visible. (Corflo nasogastric feeding tube 8fr 109cm). No patient harm, bowel movement included passing of retained ng tube piece.

Manufacturer narrative:
Correction h10: a review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 14 jun 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.